Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a crt-d implant procedure, a dissection was observed while operating the subselector. No intervention was required and the patient was stable following the procedure.